Event description:
A malfunction alarm was reported by the customer, labeled as malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. Technical support provided information on resetting the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was permitted to continue using the pump and was advised to contact support if the issue reappeared.